Event description:
It was reported that pump displayed malfunction alarm code and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur after reset, and advised customer to continue using pump and call back if malfunction returned, which caller understood and acknowledged.